Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the mildly tortuous, non-calcified mid left anterior descending (lad) artery. The lesion was not predilated. The physician deployed a 3.00x20mm taxus express2 stent, inflated to 18atms. The stent was well apposed. Medications given include: plavix and asa. The patient's status post procedure was reported as 'fine'. Two years and eight months post the initial stent placement, the patient presented with chest pain. The patient had stopped taking his plavix a few months prior to the event, after consulting his physician. Thrombus was identified in the lad and inside the stent in the lad. The physician performed rheolytic thrombectomy and ballooned the lesion with a 3.5mm unknown balloon to clear out the thrombus. The physician believes the event was related to the taxus express2 stent. "The patient is well but did lose his whole interior wall."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.